Event description:
It was reported that flaccid paralysis was observed in the patient¿s left upper and lower extremities with a daily dose of 24 ¿g of gabalon. The medication was as a result changed to saline. No further information was provided.

Event description:
Additional information received reported that ischuria and dyschezia were observed after the dose was increased to 150 micrograms. Saline was substituted 4 years after implant and then after 6 months the patient had continued flaccidity. The ashworth scale was 0 to 1.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
Additional information reported the flaccid paralysis appeared by increased dosage of baclofen and was not related to the patient's previous medical history. The "flaccid" remained after six months of pump removal, but the current status was unknown. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Further reported, the pump was implant about five years after a cerebral hemorrhage (left hemiplegia) to treat spasticity (as2.8) and left facial pain. The patient was started with 50 micrograms( ¿g) and ¿passing¿ was observed at about 150 ¿g. However, relaxation of spasticity (flaccid), anuresis and difficult bowel movement/dyschezia were observed. There was substitution to saline about four years after surgery/procedure. It had been six months since the switch but the patient was still flaccid, "still relaxation" (a so~I).

Event description:
Additional information received reported there were no issues with the pump or catheter. The health care provider (hcp) had been in the process of titrating the patient's dose. It was noted there was no possible overdose of gabalon from the refill. There was no information provided from the hospital regarding if the flaccid paralysis was attributed to an underlying patient condition. There was no information provided from the hospital regarding the patient's outcome after the switch to saline. It was reported in terms of the patient's current status that their spasticity was being controlled by changing the dosage.

Event description:
Additional information received reported that as of the time of the follow-up report the patient status had remained unchanged from the flaccid state. When intrathecal baclofen therapy had started, the primary disease was brain bleeding and hemiplegia from brain bleeding.